Event description:
The surgeon was using endostitch with 2-0 polysorb needle. Endostitch inside patient and needle broke in half. Half of needle remained in endostitch and unable to locate the remaining half of the needle. X-rays post procedure with no obvious target. Will likely fall out over the ensuing days as a normal bowel movement.